Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no patient involvement, as device is for demonstration purposes only and was not being used for insulin therapy. There was a delay in clearing the alarm; however, delivery was resumed.